Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of fentanyl (700 0mcg/ml, 1700mcg/day) and bupivacaine (35mg/ml, 8.5mg/day) in a pain pump for spinal pain. The patient experienced increased pain, but it was indicated as a "different pain." The pain began in (B)(6) 2015. A catheter dye study was performed on (B)(6) 2015 and the hcp stated it was perfect. The dye went exactly where it was supposed to go and there were no problems with aspiration. It was further shared by the hcp the actual residual volume was greater than expected at the last refill (expected 4ml and got 20ml). The patient had indicated she was using the personal therapy manager (ptm) (for boluses), but the reports showed the last bolus request was in (B)(6) 2015. The manufacturer representative thought the patient was "somewhat out of it." It was unknown what other medications the patient was on. A roller study was going to be performed on (B)(6) 2015. The manufacturer representative was going to follow-up with the hcp. Additional information was requested from the hcp regarding actions/interventions required, the cause of the volume discrepancy, and if the issue resolved.